Manufacturer narrative:
Exact date unknown, event occurred a week after the implant date. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 7094975.

Event description:
It was reported that the patient was not getting an adequate stimulation coverage and occasionally feeling the stimulation in the stomach due to lead migration. The patient underwent a lead revision procedure wherein the leads were moved higher. The patient was doing well postoperatively. Nothing was removed or added during the procedure.